Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient healed and resumed device use. This is the final report.

Event description:
The recipient reportedly experienced a burn at the magnet site in (B)(6) 2019 following an MRI. The recipient was prescribed antibiotics and used an ointment for four weeks. Additional treatment details will not be provided.